Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x patient reference sensor (prs-p) was received for evaluation at tech center. The prs was evaluated using a known-good ensite x amplifier, a test field frame, and a field frame cable in a test station. When the prs was connected, sensor one was not recognized which duplicated the reported symptom. A continuity test was performed which revealed an open circuit at sensor one. Sensors two and three were functioning as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the cause of the reported communication issue and subsequent delay was isolated to an open electrical circuit.

Event description:
During a congenital atrioventricular reentrant tachycardia procedure, there was a delay due to a communication issue with the prs cables. The prs was initially visible but did not stay visible. The system was rebooted, and the prs-a cable and field frame were both moved and exchanged, but the issue persisted. The prs-p cable could not be moved due to ga. The case was reverted to navx to successfully perform the procedure without adverse consequences. The prs sensors were tested after the procedure, and exchanging the prs-p cable made the sensors visible with some flickering. Exchanging the prs-a cable made sensors visible. Both cables seemed to cause an issue as the prs-p caused a sensor issue, and the prs-a would intermittently do the same.

Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.